Event description:
The customer contacted stryker to report that their device powered off without warning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was not able to verify nor duplicate the issue. Upon inspection both the batteries in the device were worn and were not holding a charge which was likely the cause of the reported issue however it could not be concluded that this was the cause of the reported issue. The batteries were replaced. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off without warning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.